Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported admit/discharge/transfer related issues causing application restarts/reboots at the information center ix. The issue occurred after (B)(6) 2018. There was no patient incident.